Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: apr 19, 2016. Expiration date: apr 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that a tomofix medial high tibial osteotomy (hto) plate broke post-operatively and required revision surgery. The plate was initially implanted on (B)(6) 2016 with large open wedge correction with no gap filling. At the same time an hto on the other leg was performed, (bilateral hto in one surgery). It was reported that the patient underwent rehabilitation partial to full weight bearing according to protocol. It was discovered that one plate had broken with no known cause (no fall/injury etc.) When the patient presented at clinic for follow-up on (B)(6) 2016. Revision of plate fixation with allograft open gap filling was performed on (B)(6) 2016. The patient has no postoperative problems. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation and product development investigation was performed was performed for the subject device (ti tomofix(tm) medial high tibia plate 4 holes, part number 440.834s, lot number 9896089). The subject device was returned to the manufacturer with the complaint condition stating the product was returned in a packaging different from the original packaging. The laser marking is readable. Traces of use and damage are visible. The plate is broken at the head region. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Implant breakage three months post-operative ¿ one tomofix¿ tibial head plate and one locking screw. The plate is broken through the most proximal shaft hole; the locking screw is broken twice, below the screw head and at the tip; the broken off tip was not returned for investigation. The measurable dimensions of the broken implants were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. The narrative could be confirmed from the provided x-rays; however, no manufacturing related issues that would have contributed to this complaint were found. This complaint condition is likely a result of complication during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors which did lead to a fatigue failure. As the specific circumstances at the time of the issue are unknown a root cause could not be determined. No definitive root cause was able to be determined; the complaint is determined not to be a result of a detected product related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 02/02/2017: today cd with x-rays received. On the x-rays is visible that one screw broke post-operatively too. Concomitant reported parts: one x locking screw (part 413.365 lot 8804896). One x locking screw (part 413.370 lot 9905735). One x locking screw (part 413.360 lot 9840110). One x locking screw (part 413.365 lot 9823961). Three x locking screw (part 413.426 lot 9857640).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.